Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, there was saturated flow. Waveform started looking similar to pump in the aorta where the aorta and left ventricle waveform were completely overlapping. Pump flow, systolic and diastolic flow were narrower, not exactly the same. The pump was explanted and replaced. The patient remained stable.

Manufacturer narrative:
The investigation of saturated flow has been completed. The impella 5.5 was returned for evaluation. Upon visual inspection, some biomaterial was present on returned pump within the purge gap. Pump was purged and run for approximately 15 minutes. Pump was run at p-9 and the saturated flow did reproduce. Flows were fully saturated for approximately 15 seconds from pump start then motor current and pump flow were variable before becoming more stable in second half of pump run. After pump was run, small biomaterials were present near outflow cage struts and on impeller blade. Data logs were reviewed lt logs from field showed no persistent suction alarms occurring throughout support. Pump flow starts to become saturated on day 3 of support when pump was turned up to p-9. Motor current at that time becomes less stable and slightly variable. Pump was turned down to p-8 on day 5 of support but flows remain saturated above appropriate p-level range. The root cause of the saturated flow was most likely due to biomaterial.